Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported they had their device shut off this morning, but now when they attempt to connect to their implant, they were getting service code 323. Agent asked if patient had recently had any cardiac procedures and patient stated they had a cardioversion this morning. Agent reviewed information and the patient was redirected to manufacturing representative (rep) and healthcare provider (hcp) to further address. Tss spoke with rep about this case. Pt had a cardioversion this morning. Stimulation was shut off but no specific programming was done ahead of time. Tss reviewed steps to try to reset the ins using tablet when they meet with the pt and that the ins may have been damaged in such a way that it may need to be replaced if there's no resolution of the error. Caller is trying to arrange a meeting with the pt soon. Rep called back and stated he is with the patient and they are unable to connect to the ins. Tss walked rep through resetting the ins, but he was not able to connect. The patient was redirected to the hcp. Tss sent email to rep with the cardioversion information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that the patient is scheduled for device replacement surgery on (B)(6) 2026. Pt called and reiterates the cardioversion "fried the scs battery" and that they are scheduled for replacement on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep met with the patient on 3/31 and tried to connect and reset his battery. The patient called for assistance from technical support, and they walked me through the process, but unfortunately, they were not able to re-reset his device. After meeting with the physician, the plan is to schedule the patient for a battery replacement, but the replacement date was still unknown at this time, as they were just submitting for prior authorization approval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.